Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap locked properly into the reservoir compartment. After multiple battery installations, the unit persisted on blank display. Pump received with blank display due to cracked case behind the pump at the battery compartment causing the battery tube to become loose and battery cap not making contact to the battery tube. Proceeded by cutting the unit open and pushed the battery tube assembly back into position. No blank display noted and unit powered on successfully. Unit received with label damage (stained), pillowing keypad overlay, battery tube threads - cracked, cracked case (battery tube), cracked case on battery side, scratched case and missing display window/cover. In summary, customer allegation for cosmetic damage confirmed when battery tube threads - cracked was noted during visual inspection. However, the unit was received with a blank display. Unit powered on and functioned properly after the battery tube was pushed back in position. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump¿s battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed and the customer reported a physical damage to the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1780kl was requested and the customer discontinued the use of the device and the device was returned for analysis.